Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an affinity nt oxygenator, it was reported that once on bypass the pressure line and arterial pressure of the patient was low. The customer gave noradrenaline and adrenaline pulse but it did not increase the pressure. The customer stated that the pressure in the head pump was very high and blood was out from the connection in the outlet of the head pump tube. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic received additional information that there was no blood leak from the device. There was no patient blood loss as a result of this leak. A blood transfusion was not required. The pressure of the patient decreased after they started bypass. The customer always measured the pressure of the circuit after the arterial outlet of the oxygenator during bypass time. The customer used a medtronic act machine to monitor heparin. It was 461 seconds pre bypass and 808 seconds post bypass. The temperature was 34.2 degrees celsius at the time they started bypass. The patient was then cold to 28 degrees celsius before they changed the oxygenator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.